Event description:
It was reported that the device jammed causing an overheating. No user injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. Mdu failed functional tests with blade stall error and overheating when power cord was bent near strain relief. Power cord assembly grew warm during testing. After troubleshooting, the cause of blade stall and overheating was observed to be a defective power cord assembly. A visual inspection was performed on the power cords external covering and a large kink was observed near strain relief. It was determined that the power cord has shorted or open internal wiring. Motor and hall board were tested and passed functional testing. The complaint investigation has concluded that this unit has succumbed to physical damage to power cord. Factors which can contribute to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.